Manufacturer narrative:
Concomitant product: 6935m lead, implanted: (B)(6) 2014; 439888 lead, implanted: (B)(6) 2014.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed displacement. The crt-d was repositioned. The patient is a participant in the panorama ii clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.